Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed preventive maintenance. Knob actuator- weak return spring. Module latch- damaged/cracked. Flange gripper- damaged/cracked. Flange gripper- wiper seal damaged. Case rear- damaged/cracked. Carriage assy- split nut damaged/worn. Other- specify in comments. Carriage assy- tube drive bent. Failed preventive maintenance- (B)(4) failed force accuracy test. Replaced knob assembly and force sensor, problem still persists.